Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had a lymph node taken out they found essure metal in it") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lymph node removal). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device dislocation ('had a lymph node taken out they found essure metal in it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), reproductive tract disorder ("it ruined my health and my reproductive organ"), menopause ("menopausal"), metal poisoning ("metal toxicity"), genital haemorrhage ("I had bleeding in the left side"), infection ("infections"), hypersensitivity ("allergies"), endocrine disorder ("endocrine issue"), paraesthesia ("pins and needless in my hand and feet"), chills ("my teeth were chattering from being so cold"), diarrhoea ("diarrhea"), pelvic pain ("pain") and urinary incontinence ("bladder leakage") and was found to have hormone level abnormal ("my hormones were low"). The patient was treated with surgery (hysterectomy and lymph node removal). Essure was removed. At the time of the report, the medical device removal, device dislocation, reproductive tract disorder, menopause, metal poisoning, genital haemorrhage, infection, hypersensitivity, endocrine disorder, hormone level abnormal, paraesthesia, chills, diarrhoea, pelvic pain and urinary incontinence outcome was unknown. The reporter considered chills, device dislocation, diarrhoea, endocrine disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, medical device removal, menopause, metal poisoning, paraesthesia, pelvic pain, reproductive tract disorder and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events medical device removal, it ruined my health and my reproductive organ, menopausal, metal toxicity, I had bleeding in the left side, infections, allergies, endocrine issue, my hormones were low, pins and needles in my hand and feet, my teeth were chattering from being so cold, diarrhea, pain, bladder leakage was added. Reporter, historical drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), device dislocation ('had a lymph node taken out they found essure metal in it') and pelvic inflammatory disease ('pid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("it ruined my health and my reproductive organ"), menopause ("menopausal"), metal poisoning ("metal toxicity/ heavy metal toxicity"), genital haemorrhage ("I had bleeding in the left side"), fungal infection ("infections ,yeast/yeast in my urine"), multiple allergies ("allergies"), adrenal disorder ("endocrine issue/ adrenal issues"), paraesthesia ("pins and needless in my hand and feet"), chills ("my teeth were chattering from being so cold"), diarrhoea ("diarrhea"), pelvic pain ("pain/ constant cramping and pain"), urinary incontinence ("bladder leakage"), autoimmune disorder ("autoimmune problems"), dental caries ("3 cavities and my gum line was a train wreck"), gingival disorder ("3 cavities and my gum line was a train wreck"), tinnitus ("head buzzing"), malaise ("I started getting sick immediately "), anxiety ("anxiety "), bacterial vaginosis ("bv"), streptobacillus infection ("strep "), pelvic inflammatory disease (seriousness criterion medically significant), vaginal discharge ("without discharge some days it would be orange and smell"), cervicitis cystic ("cystic cervicitis"), musculoskeletal disorder ("leg trouble"), allergy to animal ("I'm deathly allergic to my cat"), allergy to chemicals ("vodka damn near closes my throat now"), food allergy ("I have reactions to food too"), renal pain ("kidney pain") and adverse event ("it finally dissipated about 4 years after removal") and was found to have hormone level abnormal ("my hormones were low"), weight increased ("weight gain") and blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy and lymph node removal). Essure was removed. At the time of the report, the medical device removal, device dislocation, female reproductive tract disorder, menopause, metal poisoning, genital haemorrhage, fungal infection, multiple allergies, adrenal disorder, hormone level abnormal, paraesthesia, chills, diarrhoea, pelvic pain, urinary incontinence, autoimmune disorder, weight increased, dental caries, gingival disorder, tinnitus, malaise, anxiety, bacterial vaginosis, streptobacillus infection, pelvic inflammatory disease, vaginal discharge, cervicitis cystic, musculoskeletal disorder, allergy to animal, allergy to chemicals, food allergy and blood urine present outcome was unknown and the renal pain and adverse event had resolved. The reporter provided no causality assessment for adverse event with essure. The reporter considered adrenal disorder, allergy to animal, allergy to chemicals, anxiety, autoimmune disorder, bacterial vaginosis, blood urine present, cervicitis cystic, chills, dental caries, device dislocation, diarrhoea, female reproductive tract disorder, food allergy, fungal infection, genital haemorrhage, gingival disorder, hormone level abnormal, malaise, medical device removal, menopause, metal poisoning, multiple allergies, musculoskeletal disorder, paraesthesia, pelvic inflammatory disease, pelvic pain, renal pain, streptobacillus infection, tinnitus, urinary incontinence, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- head buzzing. Reporter added. Fu -up proceed with 8 9 10. On 23-mar-2020: reporter added from social media. On 23-mar-2020: social media: new reporter and event I started getting sick immediately , anxiety, bv, strep , pid, without discharge some days it would be orange and smell, cystic cervicitis , leg trouble added on 23-mar-2020: follow up received from social media. No new information was reported. On 23-mar-2020: follow up received from social media. Reporter was added. Previously verbatim term infections ,yeast/yeast in my urine was changed to infections, yeast/yeast in my urine; pain was changed to pain/ constant cramping. Previously endocrine disorder was replaced with adrenal disorder. Events blood in urine, allergic to cats, alcohol allergy, food allergy were added. On 23-mar-2020: follow up received from social media. Reporter was added. Event kidney pain was added. On 23-mar-2020: follow up received from social media. Reporter was added. Event adverse event nos was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device dislocation ('had a lymph node taken out they found essure metal in it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("it ruined my health and my reproductive organ"), menopause ("menopausal"), metal poisoning ("metal toxicity/ heavy metal toxicity"), genital haemorrhage ("I had bleeding in the left side"), infection ("infections"), multiple allergies ("allergies"), endocrine disorder ("endocrine issue"), paraesthesia ("pins and needless in my hand and feet"), chills ("my teeth were chattering from being so cold"), diarrhoea ("diarrhea"), pelvic pain ("pain"), urinary incontinence ("bladder leakage"), autoimmune disorder ("autoimmune problems"), adrenal disorder ("adrenal disease from essure"), dental caries ("3 cavities and my gum line was a train wreck") and gingival disorder ("3 cavities and my gum line was a train wreck") and was found to have hormone level abnormal ("my hormones were low") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and lymph node removal). Essure was removed. At the time of the report, the medical device removal, device dislocation, female reproductive tract disorder, menopause, metal poisoning, genital haemorrhage, infection, multiple allergies, endocrine disorder, hormone level abnormal, paraesthesia, chills, diarrhoea, pelvic pain, urinary incontinence, autoimmune disorder, adrenal disorder, weight increased, dental caries and gingival disorder outcome was unknown. The reporter considered adrenal disorder, autoimmune disorder, chills, dental caries, device dislocation, diarrhoea, endocrine disorder, female reproductive tract disorder, genital haemorrhage, gingival disorder, hormone level abnormal, infection, medical device removal, menopause, metal poisoning, multiple allergies, paraesthesia, pelvic pain, urinary incontinence and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 4, 5, 6, 7 processed together.social media content received: reporter added. Events added- autoimmune disorder. On 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added.events added - adrenal disorder, weight increased. On 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added.events added -dental caries, gingival disorder. On 20-mar-2020: fu 4, 5, 6, 7 processed together. Social media content received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), device dislocation ('had a lymph node taken out they found essure metal in it') and pelvic inflammatory disease ('pid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), female reproductive tract disorder ("it ruined my health and my reproductive organ"), menopause ("menopausal"), metal poisoning ("metal toxicity/ heavy metal toxicity"), genital haemorrhage ("I had bleeding in the left side"), fungal infection ("infections ,yeast/yeast in my urine"), multiple allergies ("allergies"), adrenal disorder ("endocrine issue/ adrenal issues"), paraesthesia ("pins and needless in my hand and feet"), chills ("my teeth were chattering from being so cold"), diarrhoea ("diarrhea"), pelvic pain ("pain/ constant cramping and pain"), urinary incontinence ("bladder leakage"), autoimmune disorder ("autoimmune problems"), dental caries ("3 cavities and my gum line was a train wreck"), gingival disorder ("3 cavities and my gum line was a train wreck"), tinnitus ("head buzzing"), malaise ("I started getting sick immediately"), anxiety ("anxiety"), bacterial vaginosis ("bv"), streptobacillus infection ("strep "), pelvic inflammatory disease (seriousness criterion medically significant), vaginal discharge ("without discharge some days it would be orange and smell"), cervicitis cystic ("cystic cervicitis"), musculoskeletal disorder ("leg trouble"), allergy to animal ("I'm allergic to my cat"), allergy to chemicals ("vodka damn near closes my throat now"), food allergy ("I have reactions to food too"), renal pain ("kidney pain") and adverse reaction ("it finally dissipated about 4 years after removal") and was found to have hormone level abnormal ("my hormones were low"), weight increased ("weight gain") and blood urine present ("blood in my urine"). The patient was treated with surgery (hysterectomy and lymph node removal). Essure was removed. At the time of the report, the medical device removal, device dislocation, female reproductive tract disorder, menopause, metal poisoning, genital haemorrhage, fungal infection, multiple allergies, adrenal disorder, hormone level abnormal, paraesthesia, chills, diarrhoea, pelvic pain, urinary incontinence, autoimmune disorder, weight increased, dental caries, gingival disorder, tinnitus, malaise, anxiety, bacterial vaginosis, streptobacillus infection, pelvic inflammatory disease, vaginal discharge, cervicitis cystic, musculoskeletal disorder, allergy to animal, allergy to chemicals, food allergy and blood urine present outcome was unknown and the renal pain and adverse reaction had resolved. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered adrenal disorder, allergy to animal, allergy to chemicals, anxiety, autoimmune disorder, bacterial vaginosis, blood urine present, cervicitis cystic, chills, dental caries, device dislocation, diarrhoea, female reproductive tract disorder, food allergy, fungal infection, genital haemorrhage, gingival disorder, hormone level abnormal, malaise, medical device removal, menopause, metal poisoning, multiple allergies, musculoskeletal disorder, paraesthesia, pelvic inflammatory disease, pelvic pain, renal pain, streptobacillus infection, tinnitus, urinary incontinence, vaginal discharge and weight increased to be related to essure. Amendment: the report was amended for the following reason: nullification: due to internal review this record was detected to be a duplicate to record # (B)(4), to which all information will be transferred, then this duplicate record # (B)(4), will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.